Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles it shows cfb logging is available from 23-04-2021 3:55:24 am to 23-04-2021 6:01:02 am, ventilation was continuously on. Its visible as per the log entry "vent state-1" the ventilation is running, with the last setting till the unit turned off at 23/04/2021 08:31:41. Software bug in improved internal o2 sensor communication handling found in (B)(4). As a resolution the software was updated with (B)(4). And resolved the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 still ventilating the patient when it went in to failsafe mode. The customer confirmed that there was no patient harm associated with the reported event.